Event description:
The customer reported hgb incomplete computation and that the retic chamber leaked while performing daily check. The leak was contained within the dxh800 instrument and the customer could not determine the volume of liquid that leaked.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse did not see any leak on the instrument during his visit. He replaced the hgb chamber due to interior degradation from reagent etching and calibrated latron control to repair the instrument. Upon recur, the failure mode identified (hgb chamber optical failure) may cause erroneous hgb results. The manufacturer reference number for this event is (B)(4).